Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the liquid crystal display pixels was damaged. The hanger assembly was broken and the atrial and ventricular patient connectors were also broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.